Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, material sensitivity reactions. Number 2 states, early or late postoperative infection and/or allergic reaction.

Event description:
Patient is experiencing an allergic reaction in right hip 4 months post implantation. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-00635 0001825034-2017-00633 0001825034-2017-00598 medical devices: catalog#: 11-363660 lot#: 626140 36mm cocr mod hd -6mm, catalog#: 192011 lot#: 700660 echo por fmrl nc 11x135, catalog#: ep-105915 lot#: 286750 epoly 36mm rnglc lnr hw sz25, therapy date: n/a. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.